Event description:
Customer reported claims c-arm lift is operating intermittently in the down position. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced the power supply.